Event description:
The generator was interrogated and found to display the 'intensified follow up battery indicator". The generator is suspected to have depleted prematurely. A review of device history records for the generator shows that no unresolved non-conformances were found. No additional relevant information has been received.

Event description:
Programming data was reviewed. Available data shows that the device did deplete prematurely. Results of an internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths during manufacturing process.

Event description:
Patient underwent generator replacement surgery and the explanted generator was received. Analysis is underway but has not been completed to date.

Event description:
The reported allegations of ¿premature end of life (eol)¿ and neos = yes, were duplicated in the lab. The pulse generator performed according to functional specifications. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications, with the exception of the expected low battery voltage (a neos=yes condition). With the pulse generator case removed and the battery still attached to the printed circuit board assemble (pcba), the battery measured 2.311 volts, confirming a neos condition. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. The pcba was subjected to a postburn electrical test. Results show that the pcba failed several electrical tests: r2 verification supply current 2ma/normal, supply current off, and supply current off sense. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed. And results of the test indicates that the pcba passed the previously failed tests. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegations of ¿premature end of life (eol)¿.